Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch which was reported to have leaked unknown chemotherapy medication during patient infusion. The customer reported that the leak came from the filter on the intravenous tubing. The infusion line was flushed and disconnected. The patient reported feeling a few drips on the their bare leg and chemotherapy was found on the floor and hallway where the patient was walking. All visible spills on the floor were cleaned with biohazard spill kit and all patients remained in their rooms until environmental services cleaned the spill. The patient's leg was washed with soap and water. There was patient involvement and no patient harm.